Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high, out-of-range right atrial (ra) pacing impedance measurements of greater than 3,000 ohms. The device was re-programmed to vdd as sensing is still good. At this time, the system remains in service. No adverse patient effects were reported.